Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) biv defibrillator (B)(6) 2010; 6949 defib lead (B)(6) 2006; 5076 non defib lead (B)(6) 2006. (B)(4).

Event description:
It was reported that there was high capture threshold on the atrial lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.